Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was not happy with the device. The patient reported heat and pain at the ins site, increased leg spasms, drop foot on the left side, and aggravated chronic pain down the right back to the leg. The patient reported that their sleep medication (seroquel) was interfering with the device. The patient also reported that the controller had issues reading the ins. The patient¿s device was reprogrammed, and the patient was not interested in a replacement. An explant surgery was planned. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the cause of the issue was not determined. The patient did not want to try and reprogram or troubleshoot, so device was not even interrogated. A potential date for replacement was not set. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.